Event description:
It was reported that the patient presented to the emergency room due to an audible alert tone. The patient was working underneath a car at the time of the alert. It was noted that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to electromagnetic interference from the implantable cardioverter defibrillator (ICD). Oversensing was suspected on the atrial and ventricular electrograms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.